Event description:
It was reported that the dexcom g7 continuous glucose monitor was providing readings in the dexcom application but failed to display a cgm reading on the ilet, resulting in a pairing failure limited to the ilet; the user entered a manual blood glucose value and, after toggling cgm settings from g7 to g6 and back to g7, the ilet began displaying readings. Symptoms included hyperglycemia with a reported peak blood glucose of 322 mg/dl and elevated glucose for over an hour, without alerts for sustained extreme hyperglycemia. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no need for assistance, and no reported acute health effects. Investigation included customer support troubleshooting and user education, including manual bg entry and cgm mode toggle steps. Investigation of this case revealed restoration of cgm data display on the ilet after the troubleshooting steps, suggesting a transient communication or pairing issue between the dexcom g7 and the ilet. It was concluded that the event was attributable to a temporary device communication issue that resolved with standard troubleshooting and did not result in injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.